Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for a st-elevation myocardial infarction (stemi). Reportedly, the proglide was inserted into the patient anatomy; however, it met resistance before being able to obtain blood flow from the marker lumen and was not able to be advanced further. When the device was pulled back to remove, it was noted that the proglide device had separated at the junction of the distal and proximal sheath. The distal sheath had remained in the vessel. Cut down surgery was performed to remove the separated distal sheath of the proglide device from the patient anatomy and hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h2; d10: correction- device originally reported returning; however, additional information received stated the device was not being returned.